Event description:
It was reported that on (B)(6) 2026, the patient underwent implantation of device at hospital. The patient was discharged shortly thereafter. On (B)(6), during a follow-up visit to the department for catheter maintenance, a catheter fracture was discovered. One section remained fixed in the upper arm, while another section¿which should have been inside the body¿was missing. An x-ray was immediately taken, but the missing section was not detected inside the body. The family also reported that they had not found the remaining portion. A new catheter was subsequently implanted, and the patient was discharged on february 15. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.